Event description:
It was reported that OEM largebore smartpocket had foreign matter on 15 occasions. The following information was provided by the initial reporter: we have observed moisture on the needle free ports at incoming inspection. These are parts from the new process but it appears on the old parts as well as the new parts (post tool change).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/2/2020. H.6. Investigation: eight (B)(4) samples from lots 20104018 and 20018177 were received for investigation. A visual inspection of the samples confirmed the presence of droplets on the surface of the smartsite piston on all the returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the observed droplets were likely to be the medical-grade silicone which is used as lubricant during the assembly process. The application of silicone is a closely regulated process and the quantity of the silicone is checked at regular intervals during manufacturing of the smartsite® components. Please note this is deemed to be a cosmetic issue only and does not affect the functionality of the smartsite. A review of the production records for lots 20104018 and 20018177 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20104018. Medical device expiration date: na. Device manufacture date: 2020-10-13. Medical device lot #: 20018177. Medical device expiration date: na. Device manufacture date: 2020-01-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that OEM largebore smartpocket had foreign matter on 15 occasions. The following information was provided by the initial reporter: we have observed moisture on the needle free ports at incoming inspection. These are parts from the new process but it appears on the old parts as well as the new parts (post tool change).